Event description:
It was reported that the right ventricular lead had oversensing which was causing pauses of thirty beats per minute (bpm) when the lower rate was programmed to sixty bpm. During in office testing, the pause could not be recreated. The lead remains in use and will be monitored closely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.